Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds with 3 volts at 1 millisecond. The patient was too active with arm after surgery. This rv lead did not dislodged completely and does look good on x-ray. However, micro dislodgement was suspected. This rv lead was successfully repositioned and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--